Event description:
It was reported that the patient experienced a change in therapy effect with acute pain. The patient was unable to walk anymore; "this has been going on for the last 6 months." It was also indicated that the patient was more withdrawn in the last 6 months. The patient reports the pump has managed his spasticity symptoms but feels the pump "screwed up his spinal cord." An x-ray was done about 1 month ago and was determined that the patient had discs displaced by 20%; the patient feels the pump is the cause of this. The elective replacement indicator for the pump was listed as 2 months from now; print out was dated (B)(6) 2012. The patient has not heard any alarms at this point and his next refill date is scheduled for (B)(6) 2012. The patient had concerns regarding insurance for pump replacement. It was also noted he patient also has had pain in his joints, back, head and lumbar area for the past 4 years. The pump delivered morphine and baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: the "dos" was ending and the pump was going to be replaced in the near future.

Manufacturer narrative:
Catheter model # 8596 serial # (B)(4) implanted on: (B)(6) 2005 explanted on: unknown. Catheter model # 8709 serial # (B)(4) implanted on: (B)(6) 2005 explanted on:unknown. (B)(4).

Manufacturer narrative:
(B)(4).